Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unit received with broken battery cap. Corroded battery tube noted during visual inspection.

Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 111 mg/dl at the time of the call. The customer stated that the battery were wet after removing the battery cap. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.